Event description:
Covidien received information stating that the lower display on an 840 ventilator was faulty. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and smelled smoke from the graphic user interface (gui) and noticed a burnt connection between the lower backlight inverter printed circuit board (pcb) and the lower liquid crystal display (lcd). The cse replaced the lower backlight inverter pcb, the lower lcd and performed extended self-testing on the device and all tests passed. (B)(4).